Event description:
The pt's images were sent to this picture archiving computer system (pacs). However, another pt's x-ray image was sent to this pacs and was exchanged for the original patient image. No pt injury or misdiagnosis happened, due to this event.